Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that an occlusion alarm was heard after pressing the footswitch to begin a cataract procedure. The surgeon tried to unclog the handpiece in a cup of water, unsuccessfully. The tip was exchanged and the new tip was tested in water with the same results. The handpiece was exchanged and ultrasound could be heard. The patient experienced a corneal burn at the incision. The surgeon was using settings for hard cataracts instead of his usual settings for softer cataract. Additional information has been requested but not received.

Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿at the beginning of the last cataract, when the surgeon entered the handpiece into the eye and pressed on the footswitch, the occlusion alarm sounded. The patient's cornea was instantly burned at the incision. The tip was removed from the eye. The company representative counseled the surgeon to put the tip of the handpiece into a cup of water to unclog it. The sound continued to be heard. The surgeon changed tip and tested it again in the water, with the same result. He changed his handpiece and the occlusion alarm was no longer heard. The sales representative did not know if the problem came from the handpiece, or if the surgeon forgot to suck ophthalmic viscoelastic device (ovd) and 'cortex' before sending the ultrasounds. The surgeon was in program 4, a program generally reserved for very hard cataracts. The surgeon forgot to move the setting for normal cataracts in setting 2. Additional information was requested, but was not obtained. The system¿s operators manual states the following: ¿ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, etc. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 13, 2015. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).